Event description:
It was reported that the lead was replaced because of high right ventricular lead impedance value over 3000 ohm. Lead fracture was suspected. Sic (sensing integrity counter) value was 10 and 21 non-sustained tachycardia episodes (nst's). No inappropriate therapies have been delivered. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Outer tubing kinked/buckled. Cosmetic depression on outer insulation. Blood in/on helix mechanism. Apparent explant damage. There are four sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal and the others are in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.